Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 03 jan 2019: on (B)(6) 2014, 3 days after left tka revision, patient developed pulmonary edema and congestive heart failure with possible mi. He underwent a CABG x 5 for 3 vessel cardiac disease on (B)(6) 2014. Patient developed bilateral pleural effusions and infection after CABG requiring sternal wound vac and IV antibiotic on (B)(6) 2014. Doi: (B)(6) 2014; doe: (B)(6) 2014.